Manufacturer narrative:
The field service engineer checked the analyzer washing and noticed misadjusted tubing. The tubing position was corrected. A cell wash, photometer check, and cuvette blank procedure were performed. The results were confirmed to be satisfactory. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the lipc lipase colorimetric assay on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The first sample initially resulted in a lipase value of 59.3 u/l and it repeated as 197.7 u/l. The sample was repeated again on (B)(6) 2023, resulting in a lipase value of 38.2 u/l. The second sample initially resulted in a lipase value of 78.4 u/l and it repeated as 100.7 u/l. The sample was repeated again on (B)(6) 2023, resulting in a lipase value of 59.6 u/l. The lipase reagent lot number was 69622501. The reagent expiration date was requested, but not provided.